Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The customer's complaint was confirmed because a failure was found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 07/27/2025, it was reported by the patient's parent that the pediatric patient had nocturia. The child uses insulet omnipod5 in modified closed loop. The child had abdominal pain and was given water before going back to sleep. Shortly after, he woke up again crying, saying he had vomited and was breathing rapidly. The cgm was 113 mg/dl while the bg was 337 mg/dl. The patient gave 2 units insulin and zofran and water. The parent also attempted to calibrate the dexcom app, but it only showed ¿calibration not used.¿ the parent stated that they went to the hospital after the call on (B)(6) 2025. While he was at the hospital, they checked the finger stick reading and it was at 444 mg/dl. He was no longer wearing a sensor when the parent brought him to the hospital. At the hospital, he was given 2 units of insulin and IV fluids for dka. He was discharged on monday and is currently in stable condition. He was in good condition during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.